Event description:
A peritoneal dialysis (pd) patient experienced infection in the peritoneum. The cause, hospitalization and treatment were not reported. It was reported that the patient subsequently passed away. The cause of death was reported as due to infection in the peritoneum. It was not reported if an autopsy was performed. It was not reported if the patient has recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.